Event description:
The patient vomited during the implantation procedure as the physician was anchoring the leads in the pocket site. The patient then lost her airway. O2 saturation went down (unspecified); she was turned, intubated and moved to recovery. The leads were pulled -they did not remain implanted due to sterile issues; there was no battery implanted and the site was closed. The patient was extubated the next day and was reported doing well. Additional information received by the health care provider indicated that there may have been a 'potential asthma issue' and that the patient was experiencing physiological symptoms (unspecified) associated with the event. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).